Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into back-up mode following multiple episodes of ventricular fibrillation (vf) and the delivery of high voltage therapy. Device explant and replacement was anticipated. The patient was in stable condition with no adverse consequences.

Event description:
It was reported that the device was explanted and replaced.